Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On the same day as event onset, the patient began treatment with intraperitoneal (ip) injection vanlid (1 gram, stat, [once], ongoing frequency not reported) for peritonitis. The following day, the patient began treatment with ip injection fortum (1.5 gram, daily) for peritonitis. At the time of this report, antibiotic therapy was ongoing and the patient outcome was unknown. Dianeal therapy was ongoing. No additional information is available.